Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering up. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not power up. The field service engineer (fse) identified enterprise device connectivity client (edcc) was not on remote support services (rss). Rss version 4.12 was installed and configured, and connectivity was verified as working. The device was accessed remotely, and drawers were updated with the latest firmware. The system functioned as intended after the field service engineer troubleshot the device.